Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue.

Event description:
The customer reported that after 15 minutes into a trial procedure, they received a 'leak in the centrifuge' alarm. Once the customer got the centrifuge door open, they noted the inside of the centrifuge was wet. Per the customer, the plastic sheathing of the tubing was torn in two areas. No injury was reported regarding this incident. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the channel and loop from the optia set were received for investigation. They contained saline/ac only. The loop was inspected and the following observations were noted: the upper and lower bearings had witness marks to suggest correct loading by customer. The lower bearing was disconnected from the centrifuge collar line and the locating ears were sheared off. There were lacerations along the length of the centrifuge collar line, and the collar line was broken close to the lower bearing end (a leak was apparent at this location). The corners of the centrifuge collar were damaged a review of the lot for similar reports was carried out, none have been reported. Root cause: based on the observations of the returned disposable set, the loop failure was caused by the centrifuge collar not being secured in the filler latch during the run. However, the root cause as to why the centrifuge collar came out of the filler is unable to be determined. Historically, this failure can be related to set loading; if the centrifuge collar is not secured in collar holder during loading the locking pin will not extend.